Manufacturer narrative:
Additional information added in a2, a3, a4, & e1. Investigation: sw980k / 400315099, activ l inf.plate size m 0°/spikes; sw981k / 400315098, activ l sup.plate size m 6°/spikes; sw965 / 400315097, activ l pe-inlay 8.5mm. No product at hand. Batch history review: the manufacturing documents have been checked and found to be according to specification valid during the time of production. Conclusion and root cause: the root cause for the problem is most probably ussage or patient related. Rational: the implant system itself was according to specification. A material defect or a manufacturing error can be excluded. No CAPA is necessary. Summary of exponent (third party) evaluation: retrieval analysis: components were received and sterilized; identified as 4 endplates and 2 polyethylene inlay. Lot numbers were as follows: for al002 superior endplate - 52109814, inferior endplate 52199927, and inlay unknown. For al003 superior endplate - 52199445, inferior endplate 52163813, and inlay unknown. Surface assessment(al002): the polyethylene inlay and inferior endplates showed signs of iatrogenic damage. The backside surface of endplates had remnants of bone. Both metallic endplates had evidence of impingement. Mating marks consistent with impingement were observed on all components. The inferior endplate had evidence of a biofilm. Machining marks were observed on the articulating and bachside surfaces of the polyethylene inlay. Surface assessment(al003): due to short implantation time of al003 and the initial assessment of the implant, no further analysis was performed on this device. Dimensional analysis: the differences between the drawing measurements and the retrieved inlay was measured to be within the manufacturing tolerance per aesculap drawing. Summary and conclusions: stage I analysis was completed for the retrieved device. The polyethylene inlay of al002 showed machining marks consistent with minimum wear. The superior and inferior endplate demonstrated complementary regions of subtle abrasion consistent with impingement. Overall the results of the stage I analysis are consistent with a devices having impingement and a short implantation time.

Event description:
Surgeon elected to remove the disc for a second time due to continued complaint of pain by patient. Switched to fusion with another device. Procedure: total disc replacement. Surgeon does not believe there is an issue with any of the devices being explanted. No product deficiency is being reported. Activl artificial disc system is composed of 3 pieces, reported as concomitant products: inferior end plate / (B)(4) / activ l inf.plate size m 0&#3027;pikes - lot number 52143813, superior end plate / (B)(4) / activ l sup.plate size m 6&#3027;pikes- lot number 52199445, inlay / (B)(4) / activ l pe-inlay 8.5mm - lot number 52205880. Patient involved in this revision was previously revised; recorded in medwatch report 3005673311-2016-00156.